Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. An x-ray of the device header found no irregularities.

Event description:
Boston scientific received information that the rate/sense portion of the right ventricular (rv) defibrillation lead exhibited noise, which caused the patient to receive an inappropriate shock on (B)(6) 2011. The patient was brought in for a revision procedure to check connections and the integrity of the rv lead. During the procedure, all connections were checked and the rv lead was checked for noise through a pacing system analyzer (psa). Noise was not able to be reproduced on the rv lead through the psa and all connections looked appropriate. For this reason, the rv lead and device were replaced as a precaution.